Event description:
It was reported that during testing by the MFR, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. There was no pt involvement, and there were no injuries or adverse consequences.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.